Manufacturer narrative:
The report is filed october 9, 2015.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea. Subsequently, the decision was made to explant the device due to the patient experiencing pain and facial nerve stimulation. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.